Manufacturer narrative:
Concomitant medical products: 5054-52, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right atrial (ra) lead exhibited under-sensing of atrial fibrillation (af). The lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.